Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 06-jul-2020. The most recent information was received on 10-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('problems with metals') in an adult female patient who had essure (batch no. 774391) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), arthralgia ("chronic joint pain"), myalgia ("chronic muscle pain"), tinnitus ("tinnitus"), fatigue ("persistent fatigue") and inflammation ("chronic inflammation"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, arthralgia, myalgia, tinnitus and fatigue had not resolved and the inflammation outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, inflammation, myalgia and tinnitus with essure. The reporter considered allergy to metals to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 06-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('problems with metals') in an adult female patient who had essure (batch no. 774391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), arthralgia ("chronic joint pain"), myalgia ("chronic muscle pain"), tinnitus ("tinnitus"), fatigue ("persistent fatigue") and inflammation ("chronic inflammation"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, arthralgia, myalgia, tinnitus and fatigue had not resolved and the inflammation outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, inflammation, myalgia and tinnitus with essure. The reporter considered allergy to metals to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.